Event description:
Dental assistant reported that surgical intervention was performed due to bone loss. Pt is same pt as prior MDR reports #m74396 and m756501. Pt is reportedly fine. Pt is same pt as medwatch report #2023141-1997-00231.